Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The electrodes were returned for evaluation. Evaluation of the electrodes did not reveal an energy concentration spot on the anterior or posterior electrode that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), an arc was seen from the electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.